Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned with moisture and clear surgical residue in a micro centrifuge vial. Visual inspection found the haptic torn and foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2019 a 13.2mm, vticm5_13.2, -12.0./2.0/92 (sphere/cylinder/axis), implantable collamer lens tore while the doctor was implanting/inserting the lens into the patients left eye (os). On (B)(6) 2019 the lens was removed and a replacement lens was implanted within the same surgery. Problem resolved. In the reporter opinion the cause of the event was the device, lens stuck in cartridge.